Manufacturer narrative:
It was reported that (B)(4) was not properly charging. The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection but failed functional testing due to an inability of the battery to charge. Supplemental testing revealed that the ground wire was open within the connector. Based on the available information, the most likely root cause of the reported event can be attributed to an open connection within the connector, likely due an inadequate assembly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the battery is not charging and was moved to other ports on the charger without success.  Other batteries were connected to battery charger and charged as expected in all charging ports. It was stated that there were no effect on patient. Preliminary device evaluation confirmed damage to the device cable.